Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customers blood glucose level was "high"; although no specific value was provided. A correction bolus via the pump and manual insulin injection was delivered to address bg. Customer continued to use pump for insulin delivery.